Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that the insulin pump would not respond to b button. The customer's blood glucose was 459 mg/dl at the time of incident. The customer's spouse stated that they treated the high blood glucose with manual injection. The customer's spouse stated that the insulin pump was working properly at the time of call. The customer's spouse declined to troubleshoot. The insulin pump will not be returned for analysis.